Manufacturer narrative:
The facility reported that at the time of the event, the cardboard box and a sterilant cup were punctured. No other s40 sterilant containers sustained damage. A steris account manager was dispatched to the user facility to perform an investigation. The account manager observed damage to the bottom of the sterilant cardboard case, carton bottom, and s40 cup. The cause of the damage to the s40 case is unknown. The user facility purchases s40 from a distributor; it is possible that the case sustained damage during transport from steris to the distributor or from the distributor to the user facility. All s40 cartons are inspected and hand packed into shipping cases; each shipping case is moved by hand to a shipping pallet. Steris distribution center personnel inspect each pallet before use.

Event description:
The user facility reported an employee lifted a box of s40 sterilant over her head when an unknown powdered substance fell from the box and into the employee's eye. The employee rinsed her eye for fifteen minutes and sought medical treatment. The employee returned to work after seeking medical treatment.